Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("haemorrhagic menstrual periods"), device dislocation ("scare tissue closed the ostiums so essure could not be seen"), breast fibroma ("right breast fibroma") and uterine polyp ("uterine polyp") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain in lower abdomen at rest and during sexual intercourse"), spinal osteoarthritis ("my rheumatologist wants to diagnose spondyloarthrosis"), arthralgia ("constant pain, joint pain from head to toe, can no longer walk for more than 25 minutes, I sleep very poorly due to the pain, every day I have treatment with pain-killers"), uterine polyp (seriousness criterion medically significant), flank pain ("back pain (kidneys areas)"), dyspareunia ("pain during sexual intercourse"), cystitis ("cystitis"), vulvovaginal mycotic infection ("recurrent fungal infections with burning sensation on vulva") with vaginal odour and vulvovaginal burning sensation, neck pain ("neck pain"), pain in jaw ("pain in jaw"), muscle spasms ("cramps in legs and feet"), tendonitis ("tendonitis in heels"), abdominal pain upper ("I have pain-killers that set off stomach pains"), renal pain ("pain in kidneys"), migraine ("migraines"), multiple allergies ("I have treatment for allergies") with pruritus and eye pruritus, dry skin ("dry skin"), rhinorrhoea ("runny nose"), palpitations ("palpitations"), dizziness ("dizziness"), hypertension ("high blood pressure"), dyspnoea ("breathlessness"), fatigue ("major fatigue"), amnesia ("memory loss") and constipation ("constipation") and was found to have breast fibroma (seriousness criterion medically significant), uterine leiomyoma ("uterine fibroma/ polyfibromatous uterus") and vitamin d abnormal ("vitamin d constipation"). The patient was treated with analgesics, antihistamines, enoxaparin sodium (lovenox), paracetamol (doliprane), surgery (surgery nos, electro-resection of endometrium and polyp on (B)(6) 2009 and hysteroscopy and curettage in 2009, interadnexal hysterectomy by vaginal route in 2011), lymphocyte activation test results pending. And resection of tumour in upper inner quadrant of right breast in 2015. Essure was removed on (B)(6) 2011. At the time of the report, the menorrhagia, device dislocation, breast fibroma, arthralgia, uterine leiomyoma, uterine polyp, flank pain, dyspareunia, cystitis, vulvovaginal mycotic infection, neck pain, pain in jaw, muscle spasms, tendonitis, migraine, dry skin, rhinorrhoea, palpitations, dizziness, hypertension, dyspnoea, fatigue, amnesia, vitamin d abnormal and constipation outcome was unknown and the abdominal pain lower, spinal osteoarthritis, abdominal pain upper, renal pain and multiple allergies had not resolved. The reporter provided no causality assessment for abdominal pain upper, amnesia, breast fibroma, constipation, cystitis, dizziness, dry skin, dyspnoea, fatigue, hypertension, menorrhagia, multiple allergies, palpitations, rhinorrhoea, spinal osteoarthritis, uterine leiomyoma, uterine polyp, vitamin d abnormal and vulvovaginal mycotic infection with essure. The reporter considered abdominal pain lower, arthralgia, device dislocation, dyspareunia, flank pain, migraine, muscle spasms, neck pain, pain in jaw, renal pain and tendonitis to be related to essure. The reporter commented: my health problems started about one year after placement of essure and since then it has been one thing after another with all the problems I describe. My rheumatologist wants to diagnose it as spondyloarthrosis, but I am certain that it is the inserts that are doing it. I am not crazy. I know that I have all this pain that has become more and more intense in the past year. My body cannot stand to suffer any more. Every day, I have treatment for allergies and pain-killers that set off stomach pains and, even with the pain-killers, I am still in constant pain. It never stops. The doctors are not able to relieve the pain. I am waiting for the results of my allergy tests. Essure inserted on (B)(6) 2008, with 2 coils visible in the right side, and 4 coils visible in the left side. Electro-resection of endometrium: polyfibromatous uterus. Inter-annexial hysterectomy, vaginal route and good outcome. Diagnostic results: hysteroscopy and curettage in 2009. Lymphocyte activation test results pending. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: drug start and stop date added. Ae outcome was changed to unknown for back pain, neck pain, pain in jaw, cramps in legs and feet, migraines and tendonitis. The previous event uterine fibroma was updated to uterine fibroma/ polyfibromatous uterus and event uterine polyp added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1700946) on 31-jan-2017. The most recent information was received on 07-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("haemorrhagic menstrual periods"), device dislocation ("scare tissue closed the ostiums so essure could not be seen") and breast fibroma ("right breast fibroma") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain in lower abdomen at rest and during sexual intercourse"), spinal osteoarthritis ("my rheumatologist wants to diagnose spondyloarthrosis"), arthralgia ("constant pain, joint pain from head to toe, can no longer walk for more than 25 minutes, I sleep very poorly due to the pain, every day I have treatment with pain-killers"), flank pain ("back pain (kidneys areas)"), dyspareunia ("pain during sexual intercourse"), cystitis ("cystitis"), vulvovaginal mycotic infection ("recurrent fungal infections with burning sensation on vulva") with vaginal odour and vulvovaginal burning sensation, neck pain ("neck pain"), pain in jaw ("pain in jaw"), muscle spasms ("cramps in legs and feet"), tendonitis ("tendonitis in heels"), abdominal pain upper ("I have pain-killers that set off stomach pains"), renal pain ("pain in kidneys"), migraine ("migraines"), multiple allergies ("I have treatment for allergies") with pruritus and eye pruritus, dry skin ("dry skin"), rhinorrhoea ("runny nose"), palpitations ("palpitations"), dizziness ("dizziness"), hypertension ("high blood pressure"), dyspnoea ("breathlessness"), fatigue ("major fatigue"), amnesia ("memory loss") and constipation ("constipation") and was found to have breast fibroma (seriousness criterion medically significant), uterine leiomyoma ("uterine fibroma") and vitamin d abnormal ("vitamin d constipation"). The patient was treated with analgesics, antihistamines, surgery (surgery nos and hysteroscopy and curettage in 2009, interadnexal hysterectomy by vaginal route in 2011), lymphocyte activation test results pending. And resection of tumour in upper inner quadrant of right breast in 2015. Essure was removed. At the time of the report, the menorrhagia, device dislocation, breast fibroma, arthralgia, uterine leiomyoma, dyspareunia, cystitis, vulvovaginal mycotic infection, dry skin, rhinorrhoea, palpitations, dizziness, hypertension, dyspnoea, fatigue, amnesia, vitamin d abnormal and constipation outcome was unknown and the abdominal pain lower, spinal osteoarthritis, flank pain, neck pain, pain in jaw, muscle spasms, tendonitis, abdominal pain upper, renal pain, migraine and multiple allergies had not resolved. The reporter provided no causality assessment for abdominal pain upper, amnesia, breast fibroma, constipation, cystitis, dizziness, dry skin, dyspnoea, fatigue, hypertension, menorrhagia, multiple allergies, palpitations, rhinorrhoea, spinal osteoarthritis, uterine leiomyoma, vitamin d abnormal and vulvovaginal mycotic infection with essure. The reporter considered abdominal pain lower, arthralgia, device dislocation, dyspareunia, flank pain, migraine, muscle spasms, neck pain, pain in jaw, renal pain and tendonitis to be related to essure. The reporter commented: my health problems started about one year after placement of essure and since then it has been one thing after another with all the problems I describe. My rheumatologist wants to diagnose it as spondyloarthrosis, but I am certain that it is the inserts that are doing it. I am not crazy. I know that I have all this pain that has become more and more intense in the past year. My body cannot stand to suffer any more. Every day, I have treatment for allergies and pain-killers that set off stomach pains and, even with the pain-killers, I am still in constant pain. It never stops. The doctors are not able to relieve the pain. I am waiting for the results of my allergy tests. Diagnostic results: hysteroscopy and curettage in 2009. Lymphocyte activation test results pending. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2019: during a cluster reconciliation, and following confirmation from the local health authorities, case (B)(4) (legacy device report number MFR 2951250-2019-00644) was identified as a duplicate of this case. All information from deleted case (B)(4) have been transferred to this case. New reporter lawyer added; patient¿s date of birth provided; essure was inserted on (B)(6)2008; scare tissue closed the ostiums so essure could not be seen added as event. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case, a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-feb-2017: quality-safety evaluation of ptc received. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented haemorrhagic menstrual periods (seen as menorrhagia) and right breast fibroma. Consumer underwent hysteroscopy and curettage in 2009 followed by an hysterectomy by vaginal route in 2011. Both events are serious due to medical importance. Menorrhagia is anticipated in essure's reference safety information while other event is unanticipated. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, around 1 year after the procedure, the event started. Considering the event's nature and the compatible temporal relationship the causality cannot be excluded. Regarding the event right breast fibroma, considering essure's local action in fallopian tubes and pathophysiology of breast fibroma, causality can be excluded. This case was regarded as incident since a vaginal hysterectomy was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. No further information will be available, because health authority does not allow active follow-up.

Event description:
This case was reported via regulatory authority (B)(6) (reference number: (B)(4)) on (B)(6)2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("haemorrhagic menstrual periods") and breast fibroma ("right breast fibroma") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and clinically significant/intervention required), breast fibroma (seriousness criteria medically significant and clinically significant), abdominal pain lower ("pain in lower abdomen at rest and during sexual intercourse"), spinal osteoarthritis ("my rheumatologist wants to diagnose spondyloarthrosis"), arthralgia ("constant pain, joint pain from head to toe, can no longer walk for more than 25 minutes, I sleep very poorly due to the pain, every day I have treatment with pain-killers"), uterine leiomyoma ("uterine fibroma"), back pain ("back pain (kidneys areas)"), dyspareunia ("pain during sexual intercourse"), cystitis ("cystitis"), vulvovaginal mycotic infection ("recurrent fungal infections with burning sensation on vulva") with vaginal odour and vulvovaginal burning sensation, neck pain ("neck pain"), pain in jaw ("pain in jaw"), muscle spasms ("cramps in legs and feet"), tendonitis ("tendonitis in heels"), abdominal pain upper ("I have pain-killers that set off stomach pains"), renal pain ("pain in kidneys"), migraine ("migraines"), multiple allergies ("I have treatment for allergies") with pruritus and eye pruritus, dry skin ("dry skin"), rhinorrhoea ("runny nose"), palpitations ("palpitations"), dizziness ("dizziness"), hypertension ("high blood pressure"), dyspnoea ("breathlessness"), fatigue ("major fatigue"), memory impairment ("memory loss"), vitamin d abnormal ("vitamin d constipation") and constipation ("constipation"). The patient was treated with analgesics, antihistamines and surgery (hysteroscopy and curettage in 2009, interadnexal hysterectomy by vaginal route in 2011). Essure was withdrawn. At the time of the report, the menorrhagia, breast fibroma, arthralgia, uterine leiomyoma, dyspareunia, cystitis, vulvovaginal mycotic infection, dry skin, rhinorrhoea, palpitations, dizziness, hypertension, dyspnoea, fatigue, memory impairment, vitamin d abnormal and constipation outcome was unknown and the abdominal pain lower, spinal osteoarthritis, back pain, neck pain, pain in jaw, muscle spasms, tendonitis, abdominal pain upper, renal pain, migraine and multiple allergies had not resolved. The reporter provided no causality assessment for menorrhagia, breast fibroma, spinal osteoarthritis, uterine leiomyoma, cystitis, vulvovaginal mycotic infection, abdominal pain upper, multiple allergies, dry skin, rhinorrhoea, palpitations, dizziness, hypertension, dyspnoea, fatigue, memory impairment, vitamin d abnormal and constipation with essure. The reporter considered abdominal pain lower, arthralgia, back pain, dyspareunia, neck pain, pain in jaw, muscle spasms, tendonitis, renal pain and migraine to be related to essure. The reporter commented: my health problems started about one year after placement of essure and since then it has been one thing after another with all the problems I describe. My rheumatologist wants to diagnose it as spondyloarthrosis, but I am certain that it is the inserts that are doing it. I am not crazy. I know that I have all this pain that has become more and more intense in the past year. My body cannot stand to suffer any more. Every day, I have treatment for allergies and pain-killers that set off stomach pains and, even with the pain-killers, I am still in constant pain. It never stops. The doctors are not able to relieve the pain. I am waiting for the results of my allergy tests. Diagnostic results: hysteroscopy and curettage in 2009. Lymphocyte activation test results pending. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented haemorrhagic menstrual periods (seen as menorrhagia) and right breast fibroma. Consumer underwent hysteroscopy and curettage in 2009 followed by an hysterectomy by vaginal route in 2011. Both events are serious due to medical importance. Menorrhagia is anticipated in essure's reference safety information while other event is unanticipated. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, around 1 year after the procedure the event started. Considering the event's nature and the compatible temporal relationship the causality cannot be excluded. Regarding the event right breast fibroma, considering essure's local action in fallopian tubes and pathophysiology of breast fibroma, causality can be excluded. This case was regarded as incident since a vaginal hysterectomy was required. The product technical analysis has been sought. No further information will be available, because health authority does not allow active follow-up.